Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's wife reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetes ketoacidosis. The insulin pump alarms excessive no delivery. Customer admitted into ICU. Hospital treating with insulin drip. Nothing further reported.